Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the device did not respond to stimulus. The procedure was completed with another nim system.

Manufacturer narrative:
The nim patient interface was returned for analysis. Evaluation of the nim patient interface found that the p/I pcb board had a failure. The spare fuse was missing and device had worn wave washers. The device was repaired, tested to manufacturer product specifications and returned to the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported that pre-operative the device was not working properly. There was no patient impact. Multiple attempts to obtain additional information for this reported event have been unsuccessful.